Event description:
A malfunction alarm occurred with the reported code malf 6. The customer's blood glucose level was recorded at 124.2 mg/dl, which was within the normal range. Technical support provided guidance on resetting the pump and assisted the customer with the reset, resolving the issue.